Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 5191871. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Started IV on patient and could not get t-connector attached catheter. It was then noticed that the hub of the catheter was noted to be defected. This required the patient to have to be re-stuck.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.